Manufacturer narrative:
This report is filed may 13, 2016.

Manufacturer narrative:
This report is filed 2016. Implanted device remains.

Event description:
Per the clinic, the device was explanted (date not reported) due to a performance decrement with device use. It is unknown whether the patient was reimplanted with a new device as of the date of this report, march 24, 2016.